Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - mono/polyaxial screws: viper 2/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: kantelhardt, s.r. Et al (2014), c-onsite® for intraoperative 3d control of pedicular screw positions, acta neurochirurgica, vol. 156 (xx), pages 1799¿1805 (germany). This experimental, retrospective, non-inferiority study was designed to evaluate and compare the efficacy of a novel 3d imaging technique versus conventional postoperative CT-scan, for intra-operative determination of pedicle screw position accuracy. During the study period, the capacity of c-onsite® to intraoperatively assess screw placement was evaluated in 28 clinical cases and 23 deliberately misplaced screws in a cadaver model, and compared to placement accuracy determined by standard CT. Among these, the scanning procedure was successful in 25 of these patients, covering 120 of the pedicle screws. The pedicle screw system used in all cases was viper2® (depuy orthopaedie gmbh, kirkel, germany). The position of each implant, as viewed by both modalities, was graded by three neurosurgeons, one orthopaedic surgeon and one radiologist. The intermodal variance determined the difference between CT- and c-onsite® results for each observer, while the inter-observer variance measured the difference between ratings of the same modality by different observers. The following complications were reported as follows: 95% of screws (n=114) were classified as grade 1 (all screws within the pedicle including those encroaching its cortical bone) and 5% (n=6) were grade 2 (described a deviation of less than 3 mm or half a typical screw¿s diameter) in the clinical cases according to CT-based grading. 13% of which (n=3) were classified as grade 1, 9% (n=2) as grade 2, 39% (n=9) as grade 3 [screw placements with a deviation of 3-6 mm (up to one typical screw¿s diameter)], and 39% (n=9) as grade 4 [screw deviations of more than 6mm (greater than one typical screw¿s diameter)] in the cadaver specimen according to CT-based grading. This report is for an unknown depuy spine viper 2 mono/ polyaxial screws. A copy of the literature article is being submitted with this medwatch. This report is for one (1) unk - mono/polyaxial screws: viper 2. This is report 1 of 1 for complaint (B)(4).